Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Device evaluation: the everflex stent delivery system, (sds), was returned loose within a pouch within the device shelf carton. The sds was returned in two pieces. The separation was proximal of the stent retainer and spline bond. The separation faces exhibit both tensile and rotational force witness marks. The separation faces were able to be rotated on a pin to match up the fracture faces: all components of the stent delivery system were accounted for. The distal tip of the sds exhibits parallel drag marks. The returned everflex stent delivery system exhibited a tip detachment proximal to the stent retainer with tensile and rotational force witness marks on the nylon distal spline. The distal tip of the stent delivery system exhibited drag marks along its length.

Event description:
The protégé everflex stent was placed over an .035 wire. The lesion was a long sfa occlusion that was pre-dilated with a 4x150 balloon. First a 6x200 stent was placed, and then the protégé everflex 6x80mm was placed proximally. The deployment system was removed from the body after images were taken. The distal end of the stent deployment system was left at the distal end of the 6x200mm stent. A balloon was used to post dilate the stent and a snare was used to capture the piece of the catheter. After images were taken, the stents were open and there was no harm to the patient or vessels.